Event description:
It was reported that the device would not power on with ac power. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed that it would not operate on ac power. Physio replaced the power supply assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power supply assembly and determined the root cause for the reported incident to be a failure of the power supply module's ac supply, transistors q1 and q2 were shorted and fuse f1 was open.